Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited chronically high trending between 100-120s ohms, and reached 124 ohms during a clinic visit. A high out-of-range shock impedance measurement greater than 125 ohms was observed (B)(6) 2022. Shock impedance trends are indicative of possible lead calcification. Technical services (ts) discussed troubleshooting options and programming considerations, however this lead will continue to be monitored at this time. This rv lead remains in service. No adverse patient effects were reported.